Manufacturer narrative:
An event regarding a crack/fracture involving a ceramic head was reported. The event was confirmed. A review of the provided information by a clinical consultant noted that: cup malposition in absent anteversion has contributed to impingement and/or overload with point contact between ceramic surfaces causing a ceramic head fracture. Device history review : all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review:there have been no other similar events for the reported lot. Conclusions: cup malposition in absent anteversion has contributed to impingement and/or overload with point contact between ceramic surfaces causing a ceramic head fracture. If additional information and/or device become available, this investigation will be reopened.

Event description:
The surgeon reported that the patient had hip replacement done in a different hospital about 2-3 years previously. The surgeon further reported that the patient was walking up stairs on (B)(6) 2015 and suddenly felt a crack in his hip. The patient presented to hospital on (B)(6) 2015 and admitted for revision.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The surgeon reported that the patient had hip replacement done in a different hospital about 2-3 years previously. The surgeon further reported that the patient was walking up stairs on (B)(6) 2015 and suddenly felt a crack in his hip. The patient presented to hospital on (B)(6) 2015 and admitted for revision.